Event description:
During bone marrow biopsy, the needle bent making it difficult to retract the marrow biopsy.======================manufacturer response for bone marrow needle biopsy, biopsy needle (per site reporter)======================